Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided based on the image provided the vessel sealer extend instrument (vse) does appear to have a loose cautery cable.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument was discovered to have a derailed wire. There were no issues before or after the operation. They removed the wire right away and completed the procedure with a backup instrument. It seems that the wire was exposed because the jaw had melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the color of the broken/loose cable was black. The cable was loose, and the black insulation was stripped/damaged. Wire was exposed due to damaged insulation. There was no loss of cautery. The instrument did not collide with any other instruments. No fragments fell into the patient. No arcing was observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend (vse) instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged conductor wire at the distal end. The wire was loosely hanging but not broken. The instrument passed the electrical continuity test. The wires were exposed. The root cause of this failure was attributed to a component failure. Additional finding related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the distal jaws. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damage, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage. Additional finding not related to customer reported complaint: the instrument was found to have the housing broken at the lock button. A piece measuring approximately 0.285¿ x 0.092¿ was returned with the instrument.